Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a cyst like bump at the anchor site. The patient underwent a revision procedure wherein the clik anchor was restitched and placed deeper for patients comfort. The patient was doing well postoperatively.